Event description:
Additional information reported from healthcare provider that we were incorrect. The patient only did a phase 1 trial. It was unsuccessful and that was it. The healthcare provider had no further information to provide. Any additional relevant information will be added to the event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0f43k, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted 50 days past its use before date (ubd). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports this devices were preprogrammed for the patient for surgery based on her results from stage 1, but day of surgery, it was decided not to go forward with implant. This devices was at facility. Based on the information provided, the stimulator was not implanted.